Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: auxiliary water channel has foreign material. The user reported ¿etd reported problem with watertightness¿. The timing when the user detected leakage is in the middle of reprocessing (leakage test after pre-cleaning). Once the leakage was detected, reprocess after manual reprocessing would not be able to continue. Therefore, we can determine that the reprocessing has not been completed and the user sent the device to olympus. The event can be detected/prevented by following the instructions for use which state: detection method is described in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Since leakage from right/left angulation control knob, reprocessing has not been completed and foreign material remained in auxiliary water channel. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the j-tube (jet tube). There were no reports of patient involvement.